Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call, the insulin pump started to alarm sensor end on the third day of use. Customer's blood glucose was 360 mg/dl. She then stated that she removed the sensor it stayed in her. Customer's requested the sensor to be replaced and isn't returning for analysis.